Manufacturer narrative:
The boston scientific crm pacemaker was electively explanted during the procedure to revise the associated competitive lead. The device was not returned for testing and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific crm received information that evaluation of this pacing system noted ventricular noise which was oversensed causing inhibition of pacing approximately two seconds in duration. This pacemaker dependent patient was lightheaded but did not experience a syncopal episode. The associated right ventricular competitive lead was exhibiting impedance measurements below 200 ohms and noise was reproducible in bipolar and unipolar configurations. An insulation breach was suspected and the lead was removed from service and replaced.